Event description:
The customer reported that following a diagnostic catheterization procedure on 7/8/99, a vasoseal vhd kit size 3 was deployed. The pt was discharged from the hospital later that day. Three days post deployment, the pt noticed that the puncture site was becoming red and swollen, but did not contact anyone at that time. On 7/15/99, the pt presented to the clinic with swelling, redness, and drainage from the puncture site of the right groin. However, no fever was noted. The pt was admitted for an abscess of the right groin and was started on IV antibiotics. The pt's white blood count rose from 7.4 at the time of admission to 10.9 on 7/16/99, and an incision and drainage procedure was performed. The pt was discharged from the hospital later in the day on 7/16/99 on oral antibiotics. No further complications were reported.